Event description:
After the completion of 4 hours and 10 minutes of cardio-pulmonary bypass, the perfusionist reported observing blood come out of the gas outlet port when oxygenator was tripped on its side. There were no pt related consequences reported. There was no estimate of the volume of blood.